Manufacturer narrative:
The getinge field service engineer(fse) replaced the fo serial interface cable (0012-00-1682), the fo signal extension cable (0012-00-1539), and the high level bp interface cable (0012-00-1538). The fse that encountered the issue found that the problem was a cable on the fiber-optic test jig after extensive troubleshooting. There was no issue with the iabp. The fse fixed the cable in the jib and the testing was good. The replaced cables were left in place to avoid damaging the unit. The fse performed a full pm, calibration, safety, and functionality checks which passed to factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid / suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) had fiber optic test issues. There was no patient involvement.